Event description:
It was reported that the pt hit his head against the edge of the bed. He had a swelling at the area below the implant, close to the active electrode. Testing shows status hi on all electrode channels. Re-implantation surgery was performed on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.